Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor coupling. The caller reported they turned the patient¿s antenna dial, performed the antenna locate (al) feature, and the patient was able to get 4 coupling boxes briefly but went back to zero. It was noted that the caller got ¿66¿ when they performed the al. The caller stated that they palpated the ins and it felt like it was off or tilted. It was noted that the patient lost 20-25 pounds. The caller was going to check to see if they had another ins recharger (insr) to try after they got off the phone. The patient reported no falls or trauma that lead to this change. The caller was redirected to follow-up with a healthcare professional for possible imaging. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the manufacturer representative tried using a different recharger and still had trouble coupling. It was reported that at a later date, the patient and the manufacturer representative were able to achieve 5+ coupling bars. It was reported that the patient would continue to attempt to charge with the ins tilted in the pocket. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.